Event description:
The following has been reported: nurse reported: rn went into patient room to verify lines and detangle IV tubing. Upon closer examination, rn noticed at each port connection, ivenix tubing was cracked/chipping. Fluids continued to infuse but connectors were no longer in safe/useable condition. IV tubing was taken down and changed. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: administration set breaks (any part) tubing being cracked. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. During the visual inspection, it was observed the rotating luer lock was cracked. Y-port connections were not cracked. The customer complaint is confirmed. Probable root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. The root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to investigate this issue. The current process controls detectio include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record fa23k07378 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the definitive root cause of the reported failure. The customer complaint cannot be confirmed. The probable root cause could be related to an improper manufacturing process of the rotating luer lock at the supplier facility. There could also be a lack of compatibility of the luer lock with alcohol or another assembled component. A further potential cause could be improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation has been opened to investigate the reported issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record fa23k07378 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.